Event description:
It was initially reported that the device did not work in the operating room. It was left in "on" position. Seven hours later, it self-activated and started smoking. There was no patient/user harm or impact to a surgical procedures associated with the report. Based on the evidence of battery leakage observed during evaluation of the returned device, the issue is being reported as a device malfunction.

Manufacturer narrative:
The reported device was received in a white plastic trash bag inside a zimmer surgical pulsavac shelf carton. It should be noted that the lot number on the shelf carton did not match the trace lot number of the pulsavac reported. The device was covered with ash and the battery pack was deformed. Opening the battery pack found all of the batteries had leaked and/or ejected the anode. Further examination noted that the electrical wires were pinched by the terminal in the battery pack. Though we could not reproduce the reported incident, the information provided and the evaluation performed does confirm the likelihood of this occurrence. The pinched electrical wires could cause discontinuity in the circuit and would cause the device to initially not operate. When the device was set aside after failure to function, the wiring was unwound and over time the wiring began to relax and flex. This relaxation likely allowed the wiring to regain continuity of the circuit causing the device to start operating since the trigger was left in the on position. The cause of the pinched wire is most probably due to a manufacturing error. The visual inspection of the battery pack does confirm that the batteries got hot and experienced leaks and anode expulsion. Most likely the device was operating continuously for a long period of time, causing the batteries to get hot, leak and cause the anode expulsions.